Event description:
Medication is not coming out of prefilled syringe [product delivery mechanism issue] , it ran out the bottom of the syringe [device defective] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse events of product delivery mechanism issue, device defective and no adverse event in a female patient (age and race not reported) from the united states. The patient's age at the time of experience were not reported. On (B)(6) 2025, amneal pharmaceuticals received information from patient via a voicemail and telephonic call concerning above mentioned adverse event experienced by the patient while on amneal's medroxyprogesterone acetate. On (B)(6) 2025, the patient¿s started therapy with medroxyprogesterone acetate 150/mg/ml (ndc: 70121-1480-1, batch no: 240230, expiration date: may-2026, s/n: (B)(6) (dose, frequency and therapy date not reported) for an unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On (B)(6) 2025, she received a completely sealed medroxyprogesterone acetate prefilled single-dose syringe from the pharmacy. On (B)(6) 2025, before injecting the medication to her, her mom noticed that medication was not coming out of prefilled syringe. It was reported that, the off brand for the depo provera. She received one from local pharmacy and it did not come out of the syringe properly and did not inject into her body. It ran out the bottom of the syringe. Last action taken with medroxyprogesterone acetate to product delivery mechanism issue, device defective and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product delivery mechanism issue, device defective and no adverse event were unknown. The reporter assessed the causality of events of product delivery mechanism issue, device defective and no adverse event as not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on (B)(6) 2025. New information received includes qa investigation report, attached with this case. During the investigation it is confirmed that: compounding, aseptic filling and visual inspection processes of batch 240230 were conforming. No record found in relation to the problem statement. Dose control ipcs reviewed and confirmed to be compliant. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues inspection of particles and visible defects with no anomalies. Stability results reviewed with no detected issues. Qc release testing (and specifically ccit, container content, gliding force and break loose) reviewed with compliant results apr reviewed with no issues. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240230 maintains its status as conforming as it has no impact on product quality, efficacy or safety. Last action taken with medroxyprogesterone acetate to product delivery mechanism issue, device defective and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product delivery mechanism issue, device defective and no adverse event were unknown. The reporter assessed the causality of events of product delivery mechanism issue, device defective and no adverse event as not reported. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Medication is not coming out of prefilled syringe [product delivery mechanism issue], it ran out the bottom of the syringe [device defective], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of product delivery mechanism issue, device defective and no adverse event in a female patient (age and race not reported) from the united states. The patient's age at the time of experience were not reported. On (B)(6) 2025, amneal pharmaceuticals received information from patient via a voicemail and telephonic call concerning above mentioned adverse event experienced by the patient while on amneal's medroxyprogesterone acetate. On (B)(6)2025, the patient¿s started therapy with medroxyprogesterone acetate 150/mg/ml (ndc: 70121-1480-1, batch no: 240230, expiration date: may-2026, s/n: (B)(6) (dose, frequency and therapy date not reported) for an unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On (B)(6) 2025, she received a completely sealed medroxyprogesterone acetate prefilled single-dose syringe from the pharmacy. On (B)(6) 2025, before injecting the medication to her, her mom noticed that medication was not coming out of prefilled syringe. It was reported that, the off brand for the depo provera. She received one from local pharmacy and it did not come out of the syringe properly and did not inject into her body. It ran out the bottom of the syringe. Last action taken with medroxyprogesterone acetate to product delivery mechanism issue, device defective and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product delivery mechanism issue, device defective and no adverse event were unknown. The reporter assessed the causality of events of product delivery mechanism issue, device defective and no adverse event as not reported. This case was considered serious. The reportability of this case was expedited.